Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR as the patient reported a potentially serious and/or life threatening event while an align product was being used.

Event description:
The patient reported symptoms of sensation of throat closing and difficulty breathing. The patient reported visiting the ER and a general physician to alleviate the reported symptoms. It is unknown if the patient took or was prescribed any medication to alleviate the reported symptoms. The treatment was discontinued on (B)(6) 2019.